Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box revealed cs 127 illegal battery alarms. During testing, the pump powered on and immediately emitted a cs 127 service alarm. The reference voltage at the printed circuit board component c38 was found to be low. The defective c38 component was confirmed. Unrelated to the original complaint, the battery compartment was found to be cracked on the side at the threads.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 127 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.